Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient returned to the hospital post implant with chest pain. Echo revealed pericardial effusion. Pericardiocentesis was performed. Device and leads all tested normal.